Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had audio and vibrate anomaly and performed audio test failed. The customer¿s blood glucose level was 13.1 mmol/l. Customer reports they did not hear the differences between the two audio beep volumes (1 & 5). The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.